Event description:
The user facility found during a patient procedure they observed a small amount of smoke coming from the lights. They turned off the lights, provided the surgeon with a headlamp and the procedure was successfully completed. No injuries, significant delays or cancellations were reported.

Manufacturer narrative:
A steris service technician inspected the lights subject of the event and found that the capacitor on the pc board evidenced signs of melting and was the source of the reported smoke. The technician replaced the pc board and returned the unit to service; no further issues have been reported. The light subject of the reported event is approximately 15 years old and subject to an obsolescence letter stating effective (B)(4), 2010, steris will no longer fully support sq240 lights; steris will offer a quote to the user facility for replacement lights.